Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen, lower abdomen, and flanks on (B)(6) 2013 using coolcurve+. The patient developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed in the upper/lower abdomen and flanks on (B)(6) 2020. Ph was described as very hard and tender to the touch with visible enlargement. There is clear demarcation and bulging in lower abdomen and less evident in flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen, lower abdomen, and flanks on (B)(6) 2013 using coolcurve+. The patient developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed in the upper/lower abdomen and flanks on (B)(6) 2020. Ph was described as very hard and tender to the touch with visible enlargement. There is clear demarcation and bulging in lower abdomen and less evident in flanks.